Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08750 inches. Unit received with cracked case at the display window corners and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level of 449 mg/dl. They had symptoms such as nausea and difficulty breathing. They treated with manual injections. The customer also reported that they were hospitalized on (B)(6) 2017 due to a stroke and high blood glucose. Their blood glucose level at the time of admission was 225 mg/dl. They were moved to the rehab center. They were wearing the insulin pump at the time of the hospitalization. Their basal rate was increased twice. The device will be returned for analysis.